Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): keypad is intactwith no evidence of peeling or damage. The complaint regarding ok key was not duplicated: all keys are responsive. Removed keypad to check for contamination which was found under the up/down/contrast/ok key contacts.

Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.